Event description:
It was reported that during an ion lung biopsy procedure, the patient experienced minor bleeding, bradycardia, cardiac arrest, heart failure, and a stroke. The incident occurred following biopsies performed with a 23-gauge needle and a biopsy forceps instrument. Upon reinserting the camera for inspection, active bleeding from the pulmonary artery was observed. The physician attempted to control the bleeding by wedging the catheter and injecting epinephrine. After five minutes, cold saline was applied; however, the bleeding persisted. Suctioning was also performed. The estimated blood loss was 50 milliliters. No blood transfusions were needed. The procedure continued. After the catheter was withdrawn and the camera was reinserted, the patient experienced bradycardia and cardiac arrest. Immediate chest compressions were performed, successfully resuscitating and stabilizing the patient. The procedure was then aborted, and the patient was admitted. The physician indicated that the patient was extubated but was experiencing heart failure and a new stroke. The physician suspects the biopsy forceps instrument may have caused the bleeding, although it was considered not ion-related. The patient was at an elevated risk for bleeding due to significant blood vessels near the biopsy sites. The physician reported that the bradycardia, cardiac arrest, and subsequent events were likely related to an undiagnosed cardiac condition and anesthesia. There was no device malfunction associated with the event.

Manufacturer narrative:
System logs were not available for review at this time. A review of the event was conducted by an isi medical safety officer and the following additional information was provided: a 77-year-old patient underwent an ion bronchoscopy. Biopsies were obtained with a needle and forceps. After biopsies, bleeding was noted with an estimated blood loss of 50 ml. Hemostasis was achieved with wedging of the catheter, cold saline and epinephrine. Hemostasis was achieved after five minutes. The procedure was continued, and upon reinsertion of the camera bradycardia was noted with further decompensation into cardiac arrest. Chest compressions were administered with successful resuscitation of the patient and stabilization. The procedure was aborted and the patient was hospitalized. The patient remains hospitalized at the time of this report, but has been successfully liberated from mechanical ventilation with ongoing management for heart failure and stroke. The reported events were attributed to probable undiagnosed, pre-existing cardiac disease and the patient is awaiting percutaneous coronary intervention. Based on the available data, the events were likely procedure related and not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%), 5 arrhythmias (0.02%) and 1 myocardial infarction (0.004%). One prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction or arrhythmias. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% including a rate of 0.02% of any arrhythmia and 1 death. Another case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.